Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had air bubbles. The customer's blood glucose level was unknown. The customer stated that the plastic that pops into the insulin vial was leaking and there were a lot of air bubbles. The customer was advised to re-connect reservoir to the transfer guard. The customer was advised to verify that the transfer guard is properly connected to the snap cap. The insulin pump will be returned for analysis.